Manufacturer narrative:
Intuitive surgical inc. (Isi) received the instrument involved with the complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure mode. The single site curved cannula was found to be broken at the weld and as a result the shaft moves freely. In may 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannulae including part 428072-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single site curved cannula was observed to be curved the wrong way. There was no report of fragments falling into the patient, patient harm, adverse outcome, or injury.